Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown harris-galante ii cup, unknown head and unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03654 and 0001822565-2017-03658.

Event description:
It was reported by the patients legal counsel that the patient's left hip was revised due to fracture and femoral cortical defects. Medical report indicates that the patient was revised due to distal femoral shaft fracture, subtrochanteric femur fracture and greater trochanteric femur fracture with absence of abductors, femoral cortical defects and loosening. Length discrepancy, pain, fractured cup. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.